Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and suspected lead damage. The right ventricular (rv) lead was observed under fluoroscopy and it revealed externalized conductors. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.